Event description:
It was reported that an asymmetrical catheter balloon was discovered during pretest. Another catheter was given a pretest with the same results from the same lot. Another device was used successfully and there was no medical intervention reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus were found to be adequate based on past reviews.

Event description:
It was reported that an asymmetrical catheter balloon was discovered during pretest. Another catheter was given a pretest with the same results from the same lot. Another device was used successfully and there was no medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an asymmetrical catheter balloon was discovered during pretest. Another catheter was given a pretest with the same results from the same lot. Another device was used successfully and there was no medical intervention reported.